Event description:
This is a follow up #1 to report investigation findings of the returned needle. As reported in the initial: it was reported that during the first freeze cycle of a cryoablation case, the needle collected frost on the shaft. The patient's skin was protected. The case was completed without injury. The needle will be returned for investigation.

Manufacturer narrative:
The needle was returned for investigation. The lot of the returned needle was found to be lot a6845 and not a6749 as originally reported in the complaint. The needle manufacturing records were reviewed, and no related deviations or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The shaft's temperature was -31.4°c which points to insufficient thermal insulation of the needle; however the ice ball size was within the specification and was not compromised due to thermal insulation loss. Needle disassembly did not find any visible soldering gaps or voids, corrosive signs or soldering flux residual. Based on the investigation results, the root cause was determined to be insufficient vacuum insulation of the needle; however no relationship was found between the needle manufacturing process and the vacuum loss phenomena. The treatment was completed with no injury to the patient. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
It was reported that during the first freeze cycle of a cryoablation case, the needle collected frost on the shaft. The patient's skin was protected. The case was completed without injury. The needle will be returned for investigation.